Event description:
The instrument became lodged in the distal femur, causing a 45 minute delay.

Manufacturer narrative:
This was originally sent in with MFR report # 1818910-2008-02709 which was duplicated by another compliant. This is a correction with a new report number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.